Manufacturer narrative:
The customer¿s report that the pump module over infused was not confirmed, however review of the pcu event log shows that a primary infusion of octreotide was programmed to infuse at a rate of 10ml/h for vtbi of 80ml was stopped by user approximately 31 minutes into infusion. There were no obvious programming errors that would result in the reported event. Programming parameters set for medication had a rate of 10/h and vtbi of 80ml which would have completed in 8 hours. The primary infusion program did not complete and was stopped by user after only a total of 1.111ml was infused. During the infusion there multiple air in line alarms followed by flo stop open alarms (21 seconds total) as well as a delay programmed for 5 minutes. This was the only programed infusion on pump module on the date of reported incident. The starting/ending volume of the fluid container cannot be determined through device logs. Functional testing, and internal/external inspection, performed on the returned pump module s/n (B)(4) found the device to be in good working condition and delivering fluid within specification. Functional testing performed found the device to be delivering fluid within specification. The root cause of the customer¿s report that pump module over infused was not identified.

Event description:
It was reported that the user initiated a primary infusion of octreotide to run at 10 ml/hr. (80ml) at 2005. The other line was a normal saline/ antibiotic (in preparation for zofran infusion). The tubing for the normal saline/antibiotic was hooked up to the patient while the tubing for the octreotide was y-sited into the saline/antibiotic tubing at the port nearest patient. The user verified the setup prior to infusion. The user left the room to obtain the zofran however upon arrival back to the patient's room, the octreotide bag was empty with no leaks noted. The infusion was immediately stopped and the md was notified. The customer stated that there was no patient harm or interventions required however the md ordered closer monitoring of blood sugar and vital signs throughout the night . Biomed stated: "seeing air in line alarm and flow-stop messages in the description details of the downloaded event log". The event could not be replicated and no issues were found on the devices.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient demographics requested however not provided.

Event description:
It was reported that the device over infused. The customer stated there was no patient harm reported. Biomed stated; "seeing air in line alarm, and flow-stop messages in the description details of the downloaded event log." The event could not be replicated and no issues the devices were found.